Manufacturer narrative:
An in-house trace analysis of the submitted instrument backup was performed. The change in fluid detected height following the sample aspiration for the erroneous aptt test (sample ID ((B)(6)) was potentially greater than expected for the volume aspirated, indicating there may have been a mis-aspiration of the sample. However, since there were only 2 aspirations from this sample we were unable to confirm. Based on the risk assessment no remedial action is required. Note: there was no patient impact due to the erroneous results. There was no patient impact. No change to patient therapy based on these results.

Manufacturer narrative:
This is an initial report. Investigation is ongoing. A final report will be submitted upon completion of the investigation. Note: this complaint was originally opened on (B)(6) 2025 and was determined to be non-reportable based on our risk assessment. Due to findings received on (B)(6) 2025 during the course of the investigation, the complaint was reassessed and determined to be reportable. Based on these details provided, the awareness date was updated to (B)(6) 2025. Further investigation is ongoing; a final report will be submitted accordingly.

Event description:
A complaint was submitted on hemosil synthasil, part number 00020006800, lot n0441431. On (B)(6) 2025, the customer observed a discrepancy in measurements for synthasil with a patient sample measured on acl top 750 las - sn (B)(6), in comparison to measurement on acl top 750 cts - sn (B)(6). There was no patient impact and no change to patient therapy based on these results.